Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Fse advised customer to inspect the drape on universal surgical manipulator (usm3). The drape was twisted on usm3 and corrected by the customer. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, universal surgical manipulator (usm3) was not staying in place. Technical support engineer (tse) explained that they saw an unexpected set-up joint (suj) movement for usm3. The system was now working normal. They customer requested that usm3 be checked. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it is likely the arm was accidentally hit which caused the error.